Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent.

Event description:
Report receive from (B)(6) stating that the device needed servicing. During servicing, the device was found to have hose damage. It is unk if the device was used during surgery. It is also unk if there were any injuries, medical intervention or surgical delay related to the event. The date of the event is unk. No additional info available.